Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated diminished right ventricular sensing.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited sudden decrease of threshold and r wave. It was also reported rv lead gradual diminish of r wave. Review of data revealed rv dislodge likely cause of threshold and sensing measurements. The rv lead remains in use and patient to be monitored. No patient complications have been reported as a result of this event.